Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that the tubing of two opt944 optiflow + adult nasal cannulas was found damaged during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). We are still in the process of completing our investigation. We will provide a follow-up report upon completion of investigation.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: one of the two complaint opt944 optiflow + adult nasal cannulas was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the returned cannula revealed that the tubing was detached from the swivel connector. The tubing was stretched at the manifold and in vairous other places. It was reported that the white headgear clip and blue clothing clip were not used. Conclusion: we are unable to determine the cause of the reported damage. However, the damage observed was likely caused by the tubing being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject cannula would have met the specification at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the tubing of two opt944 optiflow + adult nasal cannulas was found damaged during patient use. There were no reported patient consequences.